Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a removal surgery due to hardware irritation. No devices were returned for evaluation. Device specific information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. Based on the available information, there were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate. It was confirmed that the patient's bones were completely fused. No other patient outcomes were reported as a result of this event.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a removal surgery due to hardware irritation. There were no deficiencies or malfunctions alleged/found with any tmc device and the patient's bones were completely fused. No other patient outcomes were reported as a result of this event.